Event description:
It was noted during service that the cardiosave intra-aortic balloon pump (iabp) had damage to the lcd and upper bezel. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit. The fse installed a new lcd display to fix the issue, and performed a full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was noted during service that the cardiosave intra-aortic balloon pump (iabp) had damage to the lcd and upper bezel. There was no patient involvement, and no adverse event reported.